Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette the correct amount of sample in well position f7 and did not give an error message. An ortho field service engineer was dispatched and could not duplicate the event. Fse replaced tip clamp and compression spring in position 9. No death or serious injury was associated with this event.